Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer indicated via phone call of unexplained low blood glucose of 37 mg/dl to 60 mg/dl. The customer's sensor reads 55 mg/dl but the blood glucose was 37 mg/dl. The customer was advised that the sensor is performing fine and a difference of 20-40 points is acceptable. Customer indicated that her current blood glucose is 117 mg/dl and declined to troubleshoot any further.